Event description:
The customer reported the system would not power up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cord, ac power line filter and surge suppressor boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.